Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus deliveries. In addition, the insulin gauge was inaccurate. The customer successfully loaded a new cartridge and was able to resume insulin delivery. The customer's blood glucose level was 237 mg/dl.